Event description:
A bipolar coagulation forceps stuck to fallopian tube tissue in the course of a laparoscopic tubal sterilization. The physician manipulated the device to free it, resulting in tearing of the fallopian tube and some bleeding. Clips were applied to the tube to control the flow and then another bipolar forceps was used to stop the bleeding completely. No open surgery was necessary and there were no post operative patient consequences.